Manufacturer narrative:
The complaint of a leak in the catheter was confirmed, and the cause appears to be user related. The product returned for eval was a 5fr triple-lumen powerpicc solo catheter. Discoloration was seen in the tubing, throughout the extension tubing and catheter shaft. The catheter appeared to be trimmed at the 25cm depth marking. A 0.2" length longitudinal split was observed between the 1cm and 2 cm depth marking. The sample was patent to infusion using water from a 12cc syringe with water leaking through the split site when the grey-luered lumen was flushed. Microscopic examination of the split site revealed a dull and granular fracture surface. The outer surface of the split site had a ripple-like shape to the material. The characteristics of the observed damage are indicative of a burst in the lumen due to over-pressurization. The IFU for this device provides adequate instruction for infusing this device as well as for avoiding bursting the lumen by over-pressurization. A lot history review (lhr) of reyb0126 showed no other similar product complaint(s) from this lot number.

Event description:
PICC was found perforated at 2cm mark in pt. Leaking from the insertion site. The catheter was inserted to the 0cm mark. PICC was replaced with a new device.